Event description:
It was reported a vns therapy patient's "lead coil appears to be twisted." And patient manipulation is suspected. Additionally, the patient has presented clinically with an increase in seizure frequency, pre-vns baseline unknown. Good faith attempts to obtain additional information have been unsuccessful to date.